Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (S-ICD) system exhibited low amplitudes and oversensing of noise resulting in inappropriate shock. Review of device data determined the SmartPass (SP) was found to be deactivated. The device system was tested in clinic with pocket manipulation and noise was able to be reproduced. The patient was subsequently hospitalized until further intervention can be determined. A revision procedure took place to reposition the electrode. Defibrillation threshold (DFT) testing was unsuccessful, therefore the electrode was explanted and replaced. Another DFT was performed with successful conversion achieved. This device remains in service. No additional adverse patient effects were reported.